Event description:
It was reported the lens was explanted and replaced with another anterior chamber lens of different model due to corneal decompensation. Corneal transplantation was performed. Add'l info was requested but no new info has been rec'd.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.